Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown" this is for the right side device. The device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii/IV. Additional, changed, and/or corrected data: a2, a6, b3, b5, g2, h3, h6.